Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation found the keypad flex to not be properly seated in the j5 connector causing an intermittent connection to the keypad. Eval secured the keypad flex with the unit performing as expected. No keypad output response anomalies were apparent during the product eval. The keypad was delaminated and examined under a microscope and no failures were evident on the keypad. The keypad was replaced due to the destruction nature of the eval. The j5 connector was reconnected.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a malfunctioning keypad. There was no pt involvement.